Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of the device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.

Event description:
It was reported that pt underwent total knee arthroplasty in 2007. Pt had pain and surgeon felt radiographs indicated a lucency. Upon removal, tibial component did not appear grossly unstable. Surgeon did state that there appeared to be some ligamentous instability that had developed.